Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. Dft testing performed and all measurements were within range. The patient was enrolled with merlin.net and monitoring will continue.